Manufacturer narrative:
Technical support suggested to replace the cardioplegia sensor. The biomed is repairing the unit at the hospital and is not requesting service at this time.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cardioplegia did not cool low enough. The user facility's biomedical engineer (biomed) reported when he checked the unit on (B)(6) 2014, the cardioplegia display read 28 degrees celsius and the output line in the small tank read 14.1 degrees celsius. The device was not changed out. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.